Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial insertion of a central venous catheter using the seldinger technique, when attempting to advance the spring wire guide (swg) in the first device, the swg became bent and deformed, preventing proper advancement. Therefore, the first device was discarded. Subsequently, a second kit was opened from the same lot number, and the same difficulty arose during swg advancement, with bending and deformation evident, preventing proper advancement. For this reason, the second device was also discarded. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required. Associated mdrs include 9680794-2026-00477.